Event description:
Cormet revision after 5 years due to alval type symptoms.

Manufacturer narrative:
(B)(4) initial report. Patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have not yet been provided. The device manufacturing records will be reviewed on due course. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.